Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6)2020. Device evaluation summary: during the visual evaluation of the device, two tears (a and b) were observed on the posterior view. Tear a located was located at the patch, and tear b measured approximately 1.5 cm. Microscopic examination in the edges of tear a revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. On the other hand, microscopic examination was performed on tear b and the cause of the deflation could not be identified. Causes of tear b include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round high profile 250cc saline prostheses experienced bilateral deflation post procedure. The deflations were diagnosed through a physical examination. As a result, bilateral removal and replacement was performed on (B)(6), 2020. See 1645337-2020-12063 for contralateral prosthesis report.